Manufacturer narrative:
Device was received with intermittent select and left arrow button response due to flattened button dome switches. The pump passed the self test and the displacement test. No stuck button alarm noted during testing. The electrical board keypad connector was not found unlocked during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown. Customer also stated that the buttons stopped working on insulin pump and scroll bar was not moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.